Event description:
It was reported that during surgery, the surgeon used anchor-c cage system (fixation of c4-7). The surgeon inserted the cage in to c4/5, and c5/6. The surgeon inserted the cage into c6/7 using the inserter guide and inserted the self-drill screws. The surgeon removes the guide after inserting the screw, and also tightened the screw. When the surgeon checked the x-ray image, it found that the screw was inserted over the locking groove. Afterwards, when tried to remove the screw, cage (titanium part and peek part) was separated. Therefore the surgeon changed the cage to another size cage.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no relevant issues were found in the manufacturing records of the device. Visual inspection noted it was found that the screw clip was deformed and partially separated from the screw itself. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. In this case, it was reported that the inserter guide was used while implanting the screws.

Event description:
It was reported that during surgery, the surgeon used anchor-c cage system (fixation of c4-7). The surgeon inserted the cage in to c4/5, and c5/6. The surgeon inserted the cage into c6/7 using the inserter guide and inserted the self-drill screws. The surgeon removes the guide after inserting the screw, and also tightened the screw. When the surgeon checked the x-ray image, it found that the screw was inserted over the locking groove. Afterwards, when tried to remove the screw, cage (titanium part and peek part) was separated. Therefore the surgeon changed the cage to another size cage.